Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that there was no migration. The patient was a "rather small" person who had a previous tummy tuck, and her pump was placed in the left lower abdominal quadrant originally "10+ years ago." The patient's pain was slowly improving. The patient's weight was (B)(6) lbs at the time of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a healthcare professional and from a patient who was receiving bupivacaine (5 mg/ml, 1.9449 mg/day) and dilaudid (75 mg/ml, 29.174 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was having pain to the pump pocket area over the "past couple of months." The pump had migrated to the lower left abdomen. The doctor was doing a pocket revision surgery "today." The event occurred (B)(6) 2018. No further complications were reported.